Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was not detected on the bus. A field service engineer reseated row board cable on drawer controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary the cubie was not detected on bus. The customer reported that the malfunction occurred when the user trying to issue medication to patient, user was able to retrieve medications from a nearby station and there was no delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.